Event description:
It was reported the ipg reached end of life. It is unknown if the ipg depleted prematurely. Surgery to replace the ipg may occur in the future to address this issue.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-04891 should not have been reported as a medical device report (MDR) after additional information received confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics and thus no longer reportable.

Event description:
Additional information received indicated the the ipg exhibited normal device characteristics and confirmed the device depleted normally.